Event description:
During manufacturer review of a vns patient's programming history it was noted that interrupted systems diagnostics tests caused the settings to change unintentionally. A faulted test occurred on (B)(6) 2004 that changed the settings to 60 minutes off. This was noted at the next interrogation on (B)(6) 2004, and the off time was adjusted. On the next office visit on (B)(6) 2004, the settings were as intended. The settings were then changed and a final interrogation was performed but the off time was 60 minutes; there is no corresponding faulted diagnostics test. At the next office visit on (B)(6) 2004, the off time was adjusted. On (B)(6) 2006, the patient was interrogated and noted to be at 0ma, but there is no corresponding interrupted test or programming event to explain the 0ma. The settings were changed at this visit, but the patient was left programmed off. At the next visit on (B)(6) 2006, the patient was at 0.5ma. It is suspected multiple programming systems were used and another system was likely used to program the patient to 0.5ma sometime prior to (B)(6) 2006.